Manufacturer narrative:
Additional information: device serial number was provided. Corrected data: per receipt of device serial number the corresponding information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section d4 - catalog number :icb00i0215. Section d4 - serial number: (B)(6). Section d4 - expiration date: 22-jan-2025. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: 22-jan-2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the implantation of a icb00 model intraocular lens (iol) took considerably longer than usual. Account indicated that following the surgery the patient developed pain, dry eyes, and ptosis of the eyelids. The patient has since reported to be suffering from anxiety and sadness caused by the symptoms she believes were caused by the iol implantation. No further information was provided.

Manufacturer narrative:
Patient identifiers: information unknown/ not provided. Per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Unique device identifier (UDI): unknown, as serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. Email address: unknown/not provided, as information was asked but it was not provided. Initial reporter telephone number: (B)(6). Device manufacture date: unknown, as product serial number was not provided. Product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.